Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that they experienced low blood glucose level of 52 mg/dl. The customer did not report any symptoms. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned and sensor will be returned for analysis.